Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when the needle holder held the needle and pulled out the suture, the needle and the suture were detached. The operation then could not stop the bleeding in time. The device was required and used to complete the case and resolve the issue.